Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin. A proximal and distal lead fragment were returned for analysis. During the analysis the insulation was found damaged due to abrasion on the distal part of the lead. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues or other implanted leads should be taken into consideration. Damages like the externalized conductor cables 24 cm and 30 cm proximal to the lead tip and the bend fixation helix most likely occurred due to tensile forces during the extraction procedure. When extracting a lead, tensile forces can stretch the lead body, the conductor cables, however, cannot elongate. When relaxing the lead, the lead body returns to its original form and can move the conductor cables distally. The conductor cable then finds the way of least resistance and ¿escapes¿ by rupturing the lead body, thus creating an externalized conductor. The observed cuts into the insulation most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate therapy. Insulation damages were noted after it was explanted.